Manufacturer narrative:
Device has been requested but not received yet. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "doctor screwed draw rod in too tight into screw head and broke tip off in screw."